Event description:
Description according to complainant: vena cava filter did not open while the filter was being placed inside the patient. As facility was concerned that the undeployed filter might migrate another filter was deployed adjacent to the non-functioning filter. The complaint device/filter still remains inside the patient. Post procedure the patient was fine.

Manufacturer narrative:
(B)(4). Investigation in progress.